Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an extraction of impacted teeth procedure on (B)(6) 2024 and suture was used. The needle came off the suture. The procedure was successfully completed. The patient needed to remove the impacted tooth due to repeated pain in the wisdom tooth. After local anesthesia, there were no adverse reactions. Due to horizontal ambush of the impacted tooth, the distal gingiva was incised, the gingival periosteal flap was separated, and after coronation, the tooth was completely extracted by root separation. The wound oozes blood and needs to be sutured. When the doctor was preparing for postoperative suturing, the suture became loose and fell off, and then the suture was replaced to complete the suturing. This event affected the doctor's operation and the patient's emotions. No adverse patient consequences were reported.